Event description:
A canadian customer received a blood glucose reading of 8.5 mmol/l from her contour usb meter and a reading of 4.5 mmol/l from a lab test. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval.